Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination the patient's pacemaker was found to have exhibited radio frequency telemetry failure and a diagnostics anomaly. No intervention was reported. The patient was stable throughout.